Event description:
It was reported that a malfunction occurred on the pump. The issue caused the customer¿s blood glucose level to exceed 500 mg/dl, but the specific value was displayed only as "high." No additional actions were taken by the customer to address the high blood glucose levels, but technical support provided pump reset information and assisted the caller with resetting the pump. After resetting, the malfunction code did not recur, and the customer could continue using the pump. Technical support advised the customer to call back if the malfunction code recurred, and the customer acknowledged and understood.